Event description:
A 5fr mynx control was inserted for deployment. (B)(6) held the device taut at a 45 degree angle, aligned the grey lines, and pressed button 1, which did not want to depress easily (this indicates the sealant has deployed to the arteriotomy). She kept pressing hard and finally button 1 depressed and the clock window appeared, indicating a 2 minute wait for the sealant to attach to the arteriotomy. After this wait she removed the device according to protocol and discovered that the sealant had not deployed and was instead stuck in the tamper (device saved). Manual pressure was held, hemostasis achieved and the patient was not negatively affected. FDA safety report ID #: (B)(4).